Event description:
It was reported to philips that the system was unable to completely boot, stalling at "starting x-ray". No harm was reported to philips. Philips has started an investigation of this complaint.